Manufacturer narrative:
The insulin pump was received with currents in specification. No unexpected weak battery noted. The insulin pump passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test, displacement test, self test and unexpected restart error alarm. No unexpected error alarm noted. The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart. Customer also reported having battery longevity issue and cracks on the casing. The customer did not troubleshoot. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.